Event description:
Event description guidant received information that the caller was concerned about this cardiac resynchronization therapy defibrillator (crt-d) exhibiting possible premature battery depletion because the battery status is currently at mol2 with a monitoring voltage of 2.62v (charge time of 7.4 sec). The caller inquired as to whether or not this is related to the recent product update.